Manufacturer narrative:
Other, other text: h2: additional information: see a1, b5 and h6 (patient code).

Event description:
Additional information was received indicating that the issue occurred during "in house" testing on the fluke ida 5 and there was no patient involvement.

Event description:
Information was received indicating that the cadd solis vip pump failed the occlusion test three times. There was no adverse event reported.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be duplicated by analysts. No fault could be found with the returned device but the downstream occlusion sensor will be replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.